Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02772. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a cystoscopy, cystocele repair and rectocele repair performed during mesh implantation.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had the concurrent procedures of a cystocele repair and rectocele repair performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).